Event description:
It was reported that the patient was received at the emergency room (ER) under ongoing cardiac resuscitation. The log file showed multiple low flow alarms, and an external power disconnect. Log files were submitted for review and captured onset low flow alarms as well as momentary low flow estimates when the pulsatility index (pi) was elevated on 10feb2025. The estimated flow was averaging from 0.4 to 2.4 liters per minute (lpm) and the calculated pi was averaging from 2.2 to 12.2 during these events. There did not appear to be any kind of external equipment issues causing these events. The event log also confirmed power cable disconnect/low power hazard/no external power while connected to the mobile power unit (mpu). This was caused by the power to the mpu being interrupted. There was no pump interruption during these events as the system controller's backup battery (ebb) functioned as intended. The alarms resolved once mpu power was restored.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via the submitted log files. A review of the submitted controller event log file spanned approximately 1 hour (10feb2025 from 17:35:53 ¿ 18:59:59 per time stamp). On 10feb2025 at 17:35:53, 17:36:04, and 17:50:10 the no external power alarm activated while connected to the mobile power unit (mpu) due to both white and black lead voltages diminishing to ~0.35-3.4v. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored each time. The backup battery was able to provide power to the controller during these events. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the mpu being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.